Manufacturer narrative:
Kit lot numbers were not provided for a specific investigation. Samples were not returned for further testing, and no additional information such as medical history was provided. The data provided by the customer showed an acceptable performance rate as per product labeling specifications ((B)(4)). Note: this case was regarding a summary of testing data from multiple locations, some of which were likely already reported. The complaint handling system was reviewed and complaints were found to have been reported in this time frame from the area's planned parenthood sites, however it was not able to be determined if all 50 individual incidences had complaint cases.

Event description:
A planned parenthood umbrella site provided a summary of all alere determine hiv 1/2 ag/ab combo testing performed from jan 31 to may 9, 2017; the sample types tested are unknown. A total of 19,519 alere determine hiv-1/2 ag/ab combo tests were performed in this time period, with 50 ab (B)(6), 2 ab/ag (B)(6), and 5 ag (B)(6) results obtained. Of these, 7 were confirmed (B)(6) by an unknown confirmatory method. Fifty (B)(6) results were obtained during this time period. There is insufficient information to determine if a malfunction occurred. No specific dates of occurrence were provided. Patient gender, pregnancy status, treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4) however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).